Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the rca. It was reported that stent deformation occurred during deployment and that stent dislodgment occurred during delivery to or at the lesion. A snare was used to extract the dislodged stent. It is believed that the stent had unravelled within the vessel. No patient injury was reported.

Manufacturer narrative:
The vessel was calcified and tortuous. The device was inspected as usual before the deployment attempt. A non-medtronic guide extension catheter was used. The stent was deformed during the snare removal process. The stent was retrieved from over the guidewire without losing the guidewire position. Eventually another stent was successfully deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated, but extremely calcified and tortuous. The device did not pass through a previously deployed stent. There was quite a bit of resistance. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system did not return for analysis. Deformation was evident to a portion of the stent with the struts appearing stretched and bunched. The account confirmed the delivery system would not be returning for analysis. The lot number is confirmed based on the returned dislodged stent matching the event description. If information is provided in the future, a supplemental report will be issued.